Manufacturer narrative:
Patient information was requested but not provided. Event date is estimated. Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a clamshell repair. The event date was estimated.

Manufacturer narrative:
This event was determined to be supplemental information and the investigation will be reported under MFR # 2916596-2022-10133.